Event description:
Customer alleged motor leaking grease, tires are chunked, and bearings are not good. Parts order placed. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9xdt, serial number/date code (B)(4) is approximately 5 years 9 months old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions, or instructions, then they should contact invacare. The consumer's age, height, and weight are unknown. The consumer's medical condition, stability, and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the motor is leaking grease, tires are chunked and bearings are not good. Replacement parts have been ordered. No injury alleged.